Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose below 60 mg/dl and a blood glucose of 162 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The customer mentioned having bent cannulas on one or two of her previous sensors. The sensor has been returned for analysis.

Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.